Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin leaked and fluid was under the insulin pump's lcd display. The insulin pump alarmed unexpected restart. The customer could not navigate through the screens. Customer's blood glucose level was 385 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.